Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when they tried to deploy the stent, the guide catheter broke off of the delivery system inside the patient which they had to remove in two pieces. The procedure was successfully completed with another advanix naviflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. ***additional information received on 12nov2019*** the catheter was removed with grasping forceps.

Manufacturer narrative:
Block f10: problem code 1069 captures for the reported event of guide catheter broke. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information device manufacture date: updated to 09/25/2019.

Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when they tried to deploy the stent, the guide catheter broke off of the delivery system inside the patient which they had to remove in two pieces. The procedure was successfully completed with another advanix naviflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. ***additional information received on (B)(6) 2019*** the catheter was removed with grasping forceps.

Manufacturer narrative:
Block f10: problem code 1069 captures for the reported event of guide catheter broke. Block b5: additional information block h10: a visual evaluation of the returned advanix rx bili preload cb was returned for analysis, the stent was not returned with the delivery system. The push catheter was kinked in several in the distal section, additionally, the guide catheter was returned detached and kinked. The pull wire was completely retracted, this indicates that the stent was deployed during procedure. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering during the use of the device can lead to kink the push catheter and guide catheter kink. Once the push catheter and guide catheter are kinked, this condition can cause resistance due to friction between the components at the moment to retract the pull wire, force applied retracting the pull wire in order to release the stent could generated the reported guide catheter detached issue. Therefore the most probable root cause for this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were found. Block d4: expiration date: updated to september 24, 2021.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, when they tried to deploy the stent, the guide catheter broke off of the delivery system inside the patient which they had to remove in two pieces. The procedure was successfully completed with another advanix naviflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.